Event description:
It was reported that segments on the led display are not illuminating and erroneous illumination in segments of the device. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have the top middle digit bottom right led segment that does not illuminate and some digit segments that illuminate when they should not be illuminated. In addition, the device profile leds do not illuminate. Visual inspection revealed damage to d28 and d30 device profile leds on user interface board. The user interface board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous related issues prior to this reported event.